Manufacturer narrative:
(B)(4).

Event description:
The wire was returned within an archer pouch with another archer wire (ref MFR # 2953200-2013-00228). The wire was inspected. It was fully inserted into the storage hoop. While the wire was still within the hoop, coating could be seen sticking to the hoop and flaking off of the wire. Immediately upon removing the wire from the hoop. The distance from the proximal weld to the first section of missing/partial coating was 20 mm. The distance from coating start at proximal end of the wire to the first section of missing/partial coating was 430 mm. The longest uncoated region was 165 mm (small pieces of coating were still present, but not significant). Around 10 medium-large uncoated/partially coated regions were observed over the entire length of wire. The majority of coating was missing in the distal half of the wire, closer to the proximal weld. The wire failed the test since coating was transferred from the wire to the tape. The complaint was confirmed; the coating from the two wires was found to be missing or flaking off from multiple segments of the wires. The cause of the coating flaking off is currently unknown.

Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under (B)(4).